Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Lead revision took place due to a dislocated lv lead. The lead was successfully repositioned and the issue was resolved.